Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced a skin reaction with itching, rash and bumps under entire patch area. The patient consulted a physician on (B)(6) 2022 and a computed tomorgraphy (CT) scan was performed to verify if there was fluid and infection at the site. It was determined that there was no infection, but the patient went to the urgent care the next day and a minor surgical intervention with an incision was performed to drain the infected bump. An oral antibiotic (augmentin) and bactroban antibiotic ointment were prescribed. At the time of the event the patient still had pain on the affected area. No additional patient or event information is available.